Event description:
Customer alleged that pt was in unit with blanket over outer shell of incubator. Nurse heard alarm from incubator and looked to see what the alarm was and observed pt's head was out of unit. The nurse caught the pt before it reached the floor. Pt was not injured, did not cry or appear upset.